Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Our quality engineer inspected the photographs submitted for evaluation. Bd received three photos of a q-syte closed luer access device. Upon visual inspection of the evidence provided there was no defect confirmed. Without physical device it is impossible to test for other related defects. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd q-syte¿ needle-free connector stand-alone device the quality area reported findings related to the return of blood in the venous accesses. The procedure is performed and despite the flush it continues to fill with blood. The following information was provided by the initial reporter, translated from (B)(6) to english: we are currently using the bd brand needle-free connector. In the previous months, the quality area reported findings related to the return of blood in the venous accesses. For this reason, last week with the bd supplier, it was performed a round in the services to educate on the proper handling of the needle-free connector, despite the recommendations, these findings of blood return throughout the plug chamber continue to occur. Today we held a safe venipuncture workshop and I had them channel me to check the failures we have with the connector and define if the error was due to the lack of flush (not performed by the staff ) or if it was due to the device, we proceed to carry out the channeling in the presence of the bd provider, the procedure is performed and despite the flush it continues to fill with blood, I request a review of the supply to ensure the proper functioning and durability of the venous access. Obs (sales representative): this situation was initially addressed as advice on product use since they stated that the connectors were not being washed with flush after use, hospitalization and emergency personnel were trained. The head of the unit does a test because they tell her that the objection has not been mitigated.